Event description:
It was reported after a pump replacement (see related file), the patients dose was decreased from 4000 ug/ml, 1500 ug/day to 600ug/day of compounded baclofen on 2015-(B)(6) at 7-7:30 pm. On 2015-(B)(6) at 00:30, the patient had "slight" baclofen overdose symptoms. The patient was unresponsive but not on a ventilator. The drug was aspirated from the catheter and the pump was rinsed with 2 rinses of preservative-free normal saline (pfns) on 2015-(B)(6). Then, 1-2 0.2 ml primes were performed as "it was possible not all of the 4000 ug/ml was removed from the pump tubing". The pump was then programmed to minimum rate mode at 03:30 on 2015-(B)(6) with pfns in the pump reservoir. The patient was responsive the morning of 2015-(B)(6), but was still very sick and throwing up so the patient was administered phenergan for nausea. The patient was then able to rest. Additional information received reported the issue was resolved/recovered without permanent impairment and was at home.

Manufacturer narrative:
Concomitant: product ID 8598a, serial# (B)(4), product type catheter. Product ID 8780, serial# (B)(4), product type catheter. (B)(4).